Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from the clinical study that the patient was admitted from the emergency department (ed) on (B)(6) 2017, complaining of generalized weakness associated with melanotic stools. Patient noticed blood in his stool yesterday and describes it being similar to when they get hemorrhoids. It was stated that the patient does not have hemorrhoids now and denies any other symptoms including abdominal pain. In the ed started on intravenous (IV) protonix and gastrointestinal (gi) informed for possible endoscopy today. It was stated that the issue had resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event.